Event description:
The customer reported that there was a communication failure error message. This error may result in a system lock up, no boot, or shut down situation pending on when the loss of communication occurred. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect cable and lemo connector. The system was operates as intended.